Event description:
The customer reported that the left monitor displays intermittent problems at boot up. Also, when unused for a period of time, the monitor blanks out and will require a reboot to operate.

Manufacturer narrative:
The ge svc rep replaced the monitor. The system operates as intended.